Manufacturer narrative:
Returned for evaluation was 48cm section (fiber shaft) of a nevertouch direct fiber.a visual review of the fiber noted that the fiber was fractured. The break occurred 48cm from tip end. The customer's reported complaint description of the fiber fracturing is confirmed. A review of the returned sample shows the shaft of the fiber is broken; this is indicative of the glass fiber core fracturing, which could occur when handling. Although a definitve root cause could not be determined, a possible contributing factor could be due to user technique. As stated in the IFU "avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 16cm." A lot history records search for the nevertouch kit revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. A review of the angiodynamics' device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number contains the following statement ""precaution: prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm. Clinical safety and effectiveness data is not available for other fiber tip designs and diameters". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint #(B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
Customer stated during the procedure as the physician was retracting the laser fiber while active the fiber started smoking at the more distal end (away from the tip of the fiber) and noticed a kink in the fiber where it was cracked. The defect was not noticed during preparation for the procedure. There was no harm or injury to the patient due to the event. The disposable device has been returned to the manufacturer for a device evaluation.